Event description:
It was reported that the system monitor was "pixelated." The system monitor was turned off and restarted. There were no further issues.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a pixelated touchscreen on the system monitor was not confirmed through this analysis. The provided information indicated that the nursing staff reported that the system monitor, serial number (B)(6) pixelated. The nursing staff turned off the system monitor and re-started the unit back again without further events. The system monitor was not returned to abbott for analysis nor pictures of the reported event were submitted for review; the unit remained in use. Therefore, the complaint file will close accordingly, and a specific root cause for the reported event was unable to be determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B). The heartmate power module instructions for use (IFU) (rev. B), cautions the users to contact the ventricular assist device (vad) coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.